Manufacturer narrative:
Retainer ring = clear customer complained about a frozen display and a blank display per the helpline. The history download was successful using thus software. The power management tool confirmed the unloaded voltage and loaded voltage was within specification. Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Tested with a test p-cap and the test p-cap locked in place properly. Device received with pillowing keypad overlay, missing display window cover, peeling/fading end cap address label, cracked battery tube area, cracked battery tube threads and scratched case. Moisture damage on lcd display assembly, moisture damage on motor assembly, corrosion on force sensor assembly and moisture damage on electronic board stack noted during visual inspection of the electronics. No confirmation of blank display anomalies during testing or in the history download during event date of (B)(6)2021. No confirmation of frozen screen anomalies noted during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. The customer stated the contacts on the battery cap were neither missing nor damaged. The display did not return after the pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.